Event description:
Additional information was received from the patient. They had an appointment on (B)(6) 2025 to see their urologist's physician's as sistant. They were told the mammogram was not the problem. The issues were resolved with adjustment on programs of their device by the healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a mammogram on (B)(6) 2025 and since then the settings hadn't been right. The patient said prior to the mammogram they went back and forth periodically between programs b and c. Since the mammogram, program b caused tailbone pain and lower back pain even at the lowest setting (0.1), and program c caused the groin and upper back legs to be very sore even at the lowest setting (0.1). The patient had not tried turning stim off to see if the pain went away because they didn't like it when stim was off because then they were going to the bathroom all the time. The patient also said their urinary issues were a hundred times worse if stim was off. The patient changed to program 1 less than an hour ago. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated the physician assistant (pa) did the patient's programming and the patient would be seeing the pa on (B)(6) 2025.